Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not show any signs of damage or contamination. The touchscreen was tested, and the technician was unable to confirm the issue. The touchscreen flex circuit successfully passed all resistance tests.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was a misalignment in the touch position. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse performed a touchscreen replacement as the original touchscreen could not be calibrated. After replacing the touchscreen, checking and cleaning the device, and successfully performing tests, the pse verified that the issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6).